Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a small bore sheath. Reportedly, a cuff miss occurred since no suture was found upon plunger removal. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties cannot be determined but appears to be a user error. In this case, the condition of the device indicates that steps were out of sequence rather than the reported failure to cycle. The subsequent treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.